Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported that during a surgical procedure using the coblator ii surgery system, the physician complained of weak coagulation. The system was consequently taken out of service. No pt injuries or complications were reported as a result of this event.